Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a leakage of blood between the apical sewing ring and left ventricular assist device (lvad). The leak was not visible from under the ring between the heart tissue and the polytetrafluoroethylene cuff felt. There was no blood coming out of the polytetrafluoroethylene cuff felts puncture site. After engaging the slide lock mechanism, the pump rotating was much easier than usual. There were more hemostatic materials used than normal and the pump was pressed with surgical threads to the ring frame.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that inotropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined. Additionally, a specific root cause for the pump rotating easier than usual could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records (document 56386765) showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. No further information was provided. The manufacturer is closing the file on this event.